Event description:
On or about (B)(6) 2005, a monarc sling was implanted. It was reported that the pt experienced bleeding, dyspareunia, erosion, fibrosis, recurring incontinence, infections and pain. The pt required both medical treatment and surgical intervention. Reportedly in 2007, the pt was treated for increased pain, bleeding and incontinence. The sling was then removed.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.